Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm, false downstream occlusion alarm and would not alarm with an occlusion present. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported conditions were verified however it was unable to determine if they were true or false upstream and downstream occlusion alarms. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.